Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No impact or corrosion damage present. The technician could not duplicate customer issue. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.

Event description:
It was reported that the pressure gauge was not working additional info received 27-sep-21: event date was (B)(6) 2021, not in use with patient. No patient injury was reported.